Event description:
It was reported that the customer had calibration errors and differences between sensor glucose and blood glucose readings. Customer declined troubleshooting due to the large difference. Customer's current blood glucose was 9.3 mmol/l. Customer's sensor glucose was 3.5 mmol/l. Differences were not within an acceptable range. Customer was advised to remove and replace the sensor. Customer will be shipped a replacement sensor.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.